Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. Factors outside the scope of nxstage therapy can impact the patient's weight, these include but are not limited to the accuracy with which intake is recorded, the weighing techniques used, and the patient's comorbidities. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4). An adverse event with the same device occurred on (B)(6) 2025 and is documented in MFR report # 3003464075-2025-00125.

Event description:
A report was received on (B)(6) 2025 from the nurse of a 74-year-old female patient with an extensive medical history including end stage renal disease, who stated insufficient fluid was removed during home hemodialysis treatments, most recently on (B)(6) 2025. Additional information was received on 20 nov 2025 from the home therapy nurse (htn) who stated the patient was hospitalized for fluid overload on (B)(6) 2025. Per the medical records provided by the htn, hemodialysis was performed in the hospital and the patient was discharged in stable condition on (B)(6) 2025.